Event description:
It was reported to medtronic neurosurgery that after the surgery, the device was blocked. According to the report, the device was explanted and a new set was implanted.

Manufacturer narrative:
The device has not been returned to the manufacturer. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture. No injury to the pt was reported.